Event description:
It was reported that the customer had high blood glucose levels of 350 mg/dl. The customer was hospitalized on (B)(6) 2014. The customer was hospitalized due to high blood glucose levels. The customer was wearing the insulin pump at the time of hospitalization. The customer reported a no delivery alarm prior to hospitalization. The customer also reported that the needle of the infusion set may have broken inside of him. Troubleshooting was done. The nurse of the customer reported that the needle of the infusion set did not break. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.